Manufacturer narrative:
There was no product returned for this complaint as yet. No returned product evaluation could be completed. An image was sent by the account that pertains to the sheath and hub separation. Manufacturing record review was completed and no related nonconformances were found. If the device returns for evaluation a follow-up report will be submitted. At this time cause could not be established.

Event description:
After gaining access to the left common femoral artery with a 5f micro introducer, a guidewire was inserted but was unable to advance past an iliac stenosis. When the guidewire was removed, the hub of the sheath came off and the shaft remained inside the patient. The physician was able to successfully snare the shaft from the contra-lateral side and remove it from the patient in its entirety. The patient is doing fine with no issues.

Manufacturer narrative:
One unit of mik was returned to vsi/teleflex for investigation. A returned product evaluation was completed. Hub of the device separated from the shaft. The tip of the sheath was noted to be anomalous. The failures noted on the unit is likely to be a manufacturing/process deficiency. Internal corrective actions were initiated to address this issue.